Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that the battery cap was stripped, hard for patient to unscrew and screw in battery, dimmed backlight, battery life 7 days, rejected new batteries, motor errors, squirts insulin while priming and auto off alert. The troubleshooting was declined. The insulin pump will not be returned for analysis.